Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that the stent failed to deploy during an iliac stenting procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or a challenging placement site may lead to high friction during the attempt to release the stent and subsequent deployment failure. In this case, no information regarding the procedure or the vessel anatomy was provided. On the basis of the limited information available and as no sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." The reported application represents an off-label use of the device. The vascular part of the IFU states: "the lifestent xl vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de-novo or restenotic lesions up to 240 mm in length in the native superficial femoral artery (sfa) and proximal popliteal artery with reference vessel diameters ranging from 4.0 - 6.5 mm." Updated 'eval code & desc - conclusion1' due to completion of evaluation.

Event description:
It was reported that the stent failed to deploy during an iliac stenting procedure. There was no reported patient injury.